Event description:
Essure device was put in on (B)(6) 2012 under general anesthesia at (B)(6) hosp. I was given a hsg test (B)(6) 2012 and told it was proper placement. I did inform my dr that I had a nickel allergy but she was not concerned. Over the next 6+ years I have developed many problems such as painful joints / muscles, heavy periods with extreme cramps, hair loss, dental problems; painful sex, migraines, and odd rashes / hives. Because of these symptoms I decided to get the essure removed, so I had both fallopian tubes and the corners of my uterus removed. They also endometriosis during the surgery and tried to remove it.